Event description:
It was reported the patient received the following results within 15 minutes: 379 mg/dl (system 1) and 112 mg/dl (system 2). Two vials of test strips with the same lot were used in the comparison.